Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, when shooting first load in gastric antro loaded loop, when the surgeon fires the device the desired portion was less than 1 cm. To finish the case, they had to do reinforcement with suture. There was no patient injury.